Manufacturer narrative:
F10: patient code 3191 = host tissue, pannus growth h3: evaluation summary: customer report of degeneration could not be confirmed through visual observations on valve as received. As received, valve was cut through leaflet 2 and valve wireform, exposing the wireform around the cut area. Edges of cut leaflet and wireform were smooth and straight and appeared to match up. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal on the inflow aspect. X-ray demonstrated minimal calcification on the host tissue overgrowth on the stent circumference around leaflet 3. Wireform was also exposed around leaflet 3 on the inflow aspect and on commissure 3. H10: additional manufacturer narrative: updated sections f10 (patient code), h3, h6 this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that this 25mm 2900 aortic pericardial valve was explanted after an unknown duration due to early degeneration. No other information was provided at the time of the reported event. The device was manufactured in (B)(6) 2019, therefore the implant duration would be no longer than 11 months. No other details were provided.